Manufacturer narrative:
On 8/17/2016, one mrp08s mammotome mr bladeless biopsy probe, lot number f11601615d1, was received from the affiliate for analysis. Visual inspection of the device confirmed the use of the device in a procedure. Simulated functionality testing was attempted, however an error code l3-040 was received and the device would not initialize. It was noted by the investigator that the translation knob was stiff. The knob was loosened and initialization was re-attempted. Initialization was unsuccessful and the initial error code was received again. The device was disassemble and all of the moving parts were inspected. The device was re-assembled to attempt functionality testing once again. However, the device would not attach to the holster. The investigator proceeded to inspect the cutter. During this inspection samples of tissue, which were assumed to be from the breast, were observed in the cutter. Once the tissue samples were removed, the translation knob moved freely without restriction. The investigator was unable to re-assemble the device and the investigation was concluded. The root cause of this event was not able to be determined. No serious injury occurred as tissue samples were obtained with a subsequent device of the same product code (mr probe). After a full investigation and analysis into the root cause, and upon consultation with devicor's medical department, this failure mode has been determined to be a reportable malfunction, pursuant to 21 cfr 803 because this malfunction has the potential to cause or contribute to death or serious injury.

Event description:
The affiliate in the (B)(4) reported, "needle was in the patient during procedure. Needle stopped functioning."